Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The left ventricular (lv) lead exhibited an increase in thresholds and no capture. The rv lead was reprogrammed and the lv lead was programmed off. No patient complications have been reported as a result of this event.